Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the sheath tore off. This occurred three times with three devices of the same lot number. There was no reported patient injury or adverse event. The user continued with the procedure with a smaller size device and experienced no other issues.